Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) showed fault code mechanical error 7. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received the following parts associated with this complaint:part power supply and high pressure transducer. These parts were received with a reported unit failure of mechanical error 7. Please note as stated in the complaint, the complaint reported is mechanical error 7. There is no such error as a mechanical error for the cs300. The correct code is maintenance required code #7. The failure analysis and testing dept. Performed a visual inspection and found part high pressure transducer was in good condition. Part power supply after inspection had an excessive amount of dust within the power supply. Please note: maintenance code required #7 is restricted or reduced air flow from air intake. The excessive amount of dust in the power supply was the cause of the maintenance required code 7. The fat installed part high pressure transducer into the cs300 test fixture and tested the pressure transducer to factory specifications per the cs300 service manual. Could not replicate the failure of no pressure at the safety disk. The transducer passed testing. Retaining the transducer in the fat per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e2 (occupation). A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, device not performing autofill and getting autofill error. Have attached error and fault log pics. As service manual performed preliminary tests and checks. Replaced high pressure transducer. Now have pressure and all vacuum and please note site performs all maintenance and service on all their completed all functional and safety tests per manufacturer. Unit cleared for use. 01 - 31. Please note this so was originally assigned to getinge fse chris oravecz. Site contact darrell maas bmet manager state no patient involved or harmed. Problem found before use, during routine check. No other info known or available.contact darrell state unit showed "mechanical error 7" and shut down.check errors logs found "mechanical error 7". As per service manual replaced power supply. Now unit getting "autofill error'will order parts and return on another day.02 -06. Please note this so was reassigned to getinge fse dino mash. Unit cleared for use.